Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the pyxis refrigerator was not detected on bus. A field service engineer instructed the customer on the proper procedure to recover the refrigerator communication issue. Customer confirmed that the refrigerator was working properly. The system functioned as intended after the field service engineer guided the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator showed "device not connected on bus" error. Customer tried reboot the machine, but still unable to be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.